Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The fanelli laparoscopic endobiliary stent set was returned in a used, damaged condition. The device was shattered into multiple pieces which were noted to be very brittle and easy to break. Due to the condition of the device upon its return, physical and functional testing could not be performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints.

Event description:
It was reported that during preparation for a laparoscopic cholecystectomy, the fanelli laparoscopic endobiliary stent was observed to be fragmented. There was no patient contact. No further information was provided.